Manufacturer narrative:
This type of event is addressed in device labeling.

Event description:
Per the audiologist's report, the pt has had difficulty using his cochlear implant system since the initial activation. A company rep saw the pt in 2007. No problems with any of the external equipment were found and pt was able to hear with his implant system. On the following day, the pt reported intermittent sound, then no sound through his implant system. Changing the pt's external equipment did not resolve the problem. The results of an integrity test done on nine days later were consistent with intermittent function of the cochlear implant. The pt is scheduled for a CT scan and and pre-surgical work-up. Explant/ reimplant surgery is scheduled for approx two months later.